Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a high blood glucose event and a keypad anomaly. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump act button was hard to press and unresponsive and the blood glucose was 500 mg/dl and treated with insulin pump and manual injection. Customer's blood glucose reading was at 463 mg/dl at the time of call. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. No high blood glucose troubleshooting was performed and customer's parent was in contact with the doctor regarding backup plan. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained address, serial number label and minor scratches on display window noted.